Event description:
Account alleged that this bed is drifting into trendelenburg.

Manufacturer narrative:
Account replaced the trendelenburg cylinders to resolve the issue. (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.